Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(6), 2011. Fse replaced both wash buffer peri-pump tubing and the liquid waste peri pump tubing. Fse verified the leak had stopped by priming fluidics and performing qc within the customer's established ranges. Fse did not specify which part or piece of the tubing was the cause of the leak but it was reported only wash buffer had leaked from the instrument. A definitive root cause for this event could not be determined. The bec internal identifier for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a waste leak coming from the left side of the unicel dxi 800 immunoassay system. Per customer, the amount of liquid was less than 1 liter. The spill was cleaned per laboratory procedure. No injury or user exposure was reported.